Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic stated that the insulin pump had a pump error alarm and failed battery alarm. Customer stated that insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = black. Customer returned the pump for alleged pump error 37 alarm, battery failed alarms, and missing the serial number label found on (B)(6)2021. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump history and trace files were successfully downloaded using thus. There were no unexpected pump error 37 alarms or battery failed alarms noted during testing. A review of the downloaded history files reveals there was one (1) pump error 37 alarm followed by one (1) failed batt test (battery failed) alarm that occurred on (B)(6)2021 at 12:52 and on (B)(6)2022 there was one (1) pump error 37 alarm (14:27) followed by one (1) failed batt test (battery failed) alarm (14:28). Two additional failed batt test (battery failed) alarms occurred on (B)(6)2022 at 14:29 and 14:30. The pump was cut open for visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor and the motor flex cable on j5/pcb 1 was locked properly. The motor was tested outside of the pump on the ngp stb3 and passed. The pump error 37 alarm followed by battery failed alarms that are in the history file may have been an intermittent failure that was not detected during our testing. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery tube threads, missing serial number label, and pillowing keypad overlay. Pump error 37 alarm and battery failed alarms are not confirmed. No pump error 37 alarm or unexpected battery failed alarms occurred during testing. The pump error 37 alarm followed by battery failed alarm in the history file may have been an intermittent failure that was not detected during our testing cosmetic damage (missing serial number label) is confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.